Manufacturer narrative:
Testing was performed at alere (B)(4) on retained kit lot 091493 with the following internal whole blood control samples: (B)(6) . All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 091493 was reviewed. This lot met the required release specifications. A review of the complaints reported false positive or unconfirmed false positive related to lot number 091493 showed that the complaint rate was (B)(4). The evidence available does not indicate that the product is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
The customer reported conflicting ag results with the alere determine hiv 1/2 ag/ab combo test on a serum patient sample. The test was initially (B)(6) for ag and upon repeat testing with the same sample and same lot was negative. Based on the information available, it appears a malfunction may have occurred with one of the conflicting alere determine hiv 1/2 ag/ab combo tests. This MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd , 2018 at alere (B)(4).